Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened; a kink was confirmed in the tip of the sheath. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. There was no health damage to the patient. There was no patient injury, medical/surgical intervention required. The procedure before deploying the device was unknown. Whether a pre-deployment angiogram was performed or not was unknown. The size of the sheath ancillary used was unknown. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed. Since the device is not available for evaluation, the exact root cause cannot be determined. The DHR review determined that there were no manufacturing issues and the device was released in a conforming state. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.